Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 300 mg/dl and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The lay user/patient was alleging that a control solution test failed; however, the patient did not specify the result. The lay user/patient disconnected the call and therefore, the issue was not resolved with troubleshooting. There were no allegations of harm or injury.